Event description:
It was reported that during a ptca procedure, the maverick 2 monorail ptca catheter balloon ruptured at 12 atms on the second inflation. The number of atms reached on the initial inflation is unknown. The lesion being treated was a severely calcified, 80% stenotic lesion in the ramus interventricularis anterior (riva) coronary artery. No patient injuries or complications were reported. Patient status is reported as 'good'.

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.